Event description:
One touch ultra meter was prompting the error 2 message. The medical affairs specialist attempted to reach the pt by phone and left a voicemail message for the pt. A letter was sent to the pt. The date and time the pt last obtained a result on the reported meter was not provided. They had a persisted headache and had difficutly using the bathroom. They were unable to obtain a result on the meter and was taken to the ER. A blood glucose result of 416 mg/dl was obtained in the ER. They received 3 IV's. 5or 6 hours later, a result of 311 was obtained in the ER. No info was provided regarding the pt's diabetes regimen or actions taken prior to the time of concern. There is insufficient info to indicate that the product contributed to the pt experiencing hyperglucemia and medical treatment. The customer care rep (ccr) walked the pt through pressing the m button and the error 2 message appeared. The pt did not have test strips or control solution available for further troubelshooting. Based on teh unresolved error 2 message, there is an indication that the product malfunctioned and that the meets the criteria for a medical device reportable. The meter and test strips were replaced.